Event description:
It was reported that, cadd-solis vip alarmed error code 41541. No patient injury reported.

Event description:
Additional information received: event did not occur on a patient. All other info in unknown.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing for evaluation. Visual and functional testing was performed on the returned sample. Visual inspection confirmed that the tamper seal was missing from the device upon receipt. Functional testing found the pump to be displaying the customer reported error code alarm message during the investigation. Results: the customer problem was duplicated during the course of the investigation. Root cause of the reported event was attributed to a faulty latch lock optical flex. The faulty latch lock optical flex will be replaced. A non-conformance report ncr was created to address this issue and the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number 2120, d5: correction: operator of device: unknown, e4: initial reporter also sent to FDA: no.